Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer that there was ¿something¿ in the syringe of a bd ultra-fine¿ ii short needle insulin syringe. It was also reported that the syringes are difficult to draw. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: severity: s 2; occurrence: a complaint history check was performed and this is the 3rd related complaint for foreign matter on lot # 6347977. This is the 1st related complaint for needle clog on lot # 6347977. Bd did not receive any samples or photos from the customer in support of this complaint. Therefore the complaint could not be confirmed and the root cause is undetermined. As per manufacturing, a review of the device history record was completed for batch# 6347977. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [200673109, 200673339, 200673118, 200673080, 200673701, 200673262, 200673432] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.